Manufacturer narrative:
The removal instrument was stuck in the implant and was cut off about 2cm under the iso shaft. No fracture visible. Break on the iso shaft determined. The lower fragment of the tool sticks in the implant. It can be seen, that it ist not a drill, which should be used for removal attempt of abutment fragment. Material on iso shaft is bulged, which is a clear sign that applied torque was much too high. Why the customer cut off the tool can't be traced.

Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While attempting to remove a broken abutment, an ankylos drill fractured. Thus the implant had to be explanted.